Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Mom of end user/consumer reported son's injection hurt and burn. Also noticed medication squirting out the side - dc. Lot # unknown lot number. Catalog# bd pen needle, 5mm. Date of event - unknown date. Sample status discard. The patient received somatropin (humatrope) 12 mg, via a reusable device (humatropen 12 mg) (using becton dickinson and company needles 025 x 5mm), beginning in (B)(6) 2024. On an unspecified date, after starting somatropin therapy, it was noticed that somatropin was squirting out of the needle after it had been removed from his skin which was progressively worse and he possibly was not getting the right dose because the medicine in the cartridge was not lasting as long ((B)(4)/ lot 2305k02), the parent had tried just pushing the injection knob down a third of the way, then another third of the way, then the final third of the way when injecting the patient. Also, it was known that he received his dose during injection because it burned and stung (as reported). Information regarding corrective treatment was not provided. Outcome of the events was not recovered. Somatropin therapy status was not provided. The parent of the patient was the operator of the humatropen and their training status was not provided. The humatropen model and reported humatropen duration of use was not provided. The humatropen was available for return. The reporting consumer assessed the event of injection site pain as related to somatropin therapy but not related to the humatropen and the event of incorrect dose administered as not related to somatropin therapy but related to humatropen.